Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. There was no image failure noted during the device evaluation. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus camera head was not presenting an image during use. According to the initial reporter, the procedure was successfully completed using another device. There was no patient harm reported as a result of this event.

Manufacturer narrative:
Correction: correcting h4 - manufacturer date is jan 29, 2014. Correcting: b3- event date is jun 22, 2023. Correcting: h10 - the reported event of no image was confirmed during evaluation. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. And correction to b3, h4, and h10 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image displayed because communication failure occurred due to faulty cable. The cause of the faulty cable was internal water immersion. The cause of water immersion was unknown. In addition, it was also found that the cable was twisted, hit marks on the electrical contacts, adhesion of the scope mount and the main body and water immersion in the imaging and cable. Theses defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.